Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to at least 400 mg/dl between 1 and 4 hours of wearing the pod. The patient noted that the pink slide did not move forward, which may indicate a needle mechanism failure. The patient reported that the pod was not delivering the amount of insulin that it was supposed to. The patient tried to deliver a bolus of 7.5 units of insulin with the pod, but the delivery was not working. The patient further mentioned they had eaten ice cream the previous night but was too tired to remember to bolus, and they believe that is the cause of the high bg. The patient decided to change the pod and upon removal from their hip/buttocks, the cannula was found to be bent.